Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following event description: during ventilation, device alarmed with tf 5510 and tf 5511 which indicates that the sensor board is defected.

Event description:
Hamilton medical ag received the following event description: during ventilation, device alarmed with tf 5510 and tf 5511 which indicates that the sensor board is defected.

Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Hamilton medical ag received the log files of the involved device and according to the log file analysis, technical faults (tf) 5510, 5511 were recorded. These tfs indicate a sensor board problem. The event occurred during ventilation; however, no harm to the patient, user or third party was reported. Nevertheless, the therapy might be affected if the event were to reoccur and therefore a potential deterioration in the patient's state of health cannot be excluded. Therefore, the event is considered as reportable. According to the service manual of the hamilton-g5, when one of these tfs occur during ventilation, the device sounds a high-priority alarm, displays the technical fault number on the screen, records the technical fault number in the event log and ventilation continues. The root cause was determined to be autozero valves on sensor board not working properly. In consequence the sensor board 2 was replaced (p/n 155699). The ventilator was manufactured on september 7, 2007, making it 16 years old at the time of the incident.